Event description:
Sorin group (B)(4) received a report that, prior to the procedure, the pump stopped when the perfusionist touched the front panel. Since this occurred prior to surgery, there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) MFR the s3 double head pump. This incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4)'s medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group (B)(4) received a report that, prior to the procedure, the pump stopped when the perfusionist touched the front panel. Since this occurred prior to surgery, there was no pt involvement. A sorin service engineer was dispatched to evaluate the pump. The panel was opened, re-assembled and functionally tested. After three days, the problem re-occurred. The control panel has been sent to sorin group (B)(4) for eval. The investigation is ongoing. A f/u report will be sent when the investigation is complete.